Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
The patient has complained that there have been two events where the ins has turned itself off. The first event occurred in (B)(6) and the implant just turned off. The patient had difficulty turning it back on but was able to do so eventually. The second event was one week ago, same thing happened. However this time the patient experienced a little bit of a stimulation jolt, then the battery went off. The patient has not used the ins this whole week because of it. The ins was interrogated today and it was at 3.0v and off. The device was able to turn on without a problem. The patient had good therapy and everything seemed fine stimulation wise. The battery did read ¿low¿. The magnetic reed switch was on. The patient has not been around emi/magnets when the events occurred. The patient was around an electrical/lightning storm. The longevity estimate was 36 months on the 8840. The patient has currently been implanted for about 2 years. No allegations were made against the longevity. It was later reported that impedances and reprogramming were performed when this event was first reported on (B)(6) 2014. The cause of issue determined to be the battery approaching end of life. The patient was getting ¿pre-cert¿ for replacement. This was considered normal battery depletion. The patient received typical 3 year battery life from their device which coincides with what they received in the past.